Manufacturer narrative:
On january 30, 2023, mentor became aware that replacement devices used on january 19, 2023 were catalog number 3502500; serial number (B)(6) on the left side, and catalog number 3502500; serial number (B)(6) on the right side. Manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
On january 25, 2023, mentor became aware that the device was inadvertently discarded. Hence, type of investigation under field h6 has been updated to "device discarded" on this form. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 56-year-old caucasian female patient underwent revision breast augmentation with 500cc mentor smooth round moderate plus profile and experienced breast implant deflation on her left side postoperatively; diagnosed in the office. The patient has consulted with the healthcare professional. As a result, the patient underwent replacement surgery with saline devices on (B)(6) 2023.